Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report from the customer reporting that the pump's air in line sensor was alarming. No patient involved reported.

Manufacturer narrative:
After consultation with the vp of medical affairs, during our MDR safety review meeting on december 4, 2024, it was determined that events involving constant air in line alarm when no air in line is present is not reportable. The occurrence of constant air in line alarm represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).